Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 11 years 1 month post implant of this aortic bioprosthetic valve, the patient was being evaluated for a valve-in-valve replacement due to severe aortic regurgitation. One day later, the device was replaced valve-in-valve with a transcatheter valve. No additional adverse patient effects were reported.